Event description:
Consumer complaint of blood results reading of "hi". Customer states that he feels well and requires no medical attention. Customer's expected blood results are 150-175mg/dl fasting. Verified the strips expire 05/31/2017. Customer confirms the strips are stored properly and were first opened (B)(6) 2015. Customer performed back to back blood test, hi and hi fasting. Reviewed meter memory: 320mg/dl (B)(6) 2015 09:30:00 am fasting: yes, 384mg/dl (B)(6) 2015 10:00:00 am fasting: yes, 219mg/dl (B)(6) 2015 10:00:00 am fasting: yes, 197mg/dl (B)(6) 2015 10:00:00 am fasting: yes, 297mg/dl (B)(6) 2015 10:00:00 am fasting: yes. No adverse event reported.

Manufacturer narrative:
(B)(4). Most likely underlying root cause of malfunction user has high glucose value. Investigation completed and product evaluated with no defects found.

Event description:
Consumer complaint of blood result reading of "hi". Customer states that he feels well and requires no medical attention. Customer's expected blood results are 150-175mg/dl fasting. Verified the strips expire 05/31/2017. Customer confirms the strips are stored properly and were first opened (B)(6) 2015. Customer performed back to back blood test, hi and hi fasting. Reviewed meter memory: 320mg/dl (B)(6) 2015 09:30:00 am fasting:yes. 384mg/dl (B)(6) 2015 10:00:00 am fasting:yes. 219mg/dl (B)(6) 2015 10:00:00 am fasting:yes. 197mg/dl (B)(6) 2015 10:00:00 am fasting:yes. 297mg/dl (B)(6) 2015 10:00:00 am fasting:yes. No adverse event reported.

Manufacturer narrative:
Product not yet returned for evaluation. (B)(4).